Event description:
As I was inspecting this device, I noticed that every pump has what appears to be a gap between the membrane and the case. I had removed the membrane and there is a hole there with nothing covering it. The hole is used to hold the membrane in place. The hole leads directly into the electronics of the pump. If this were to get saturated with fluid it could cause corrosion to the electronics of the pump.